Event description:
It was reported that "when the user fired a staple during use, it was not closed. Therefore, a new unit was used instead to complete the procedure. No injury to the patient occurred".

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn#(B)(4). The customer provided one photo for analysis. The customer returned one unit of 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and without magnification. The stapler was returned with the trigger not engaged, and there were signs of biological material on the device. The stapler was received with 35 staples left in the cartridge. For functional testing the stapler was fired into the air. The first staple fully formed and released, but when the staple released, one unformed staple also came out as well. The stapler was then disassembled. The forming tool was then inspected, and it was observed that it was defective. The tab on the forming tool was bent inwards; the tab holds the anvil in place when assembled in the cover block. Die casting anomalies were discovered on the forming tool. The reported complaint of "misfire/jam - staples not forming/closing" was confirmed based upon the sample received. Upon functional testing, the first firing attempt in the air had one staple fully form, but when released, one unformed staple came out as well. The stapler was then disassembled, and it was determined that the forming tool was defective. The tab on the forming tool was bent inwards; the tab holds the anvil in place when assembled in the cover block. Die casting anomalies were discovered on the forming tool. A non-conformance was initiated to further evaluate this complaint issue and was closed on 10-jan-2025. The sample was manufactured prior to these actions on 22-jan-2024. Per the non-conformance, for wide visistat staplers with a deformed forming tool tab, the probable root cause was linked to the supplier. The forming tool is a raw component that is outsourced and was measured to be out of specification. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "when the user fired a staple during use, it was not closed. Therefore, a new unit was used instead to complete the procedure. No injury to the patient occurred".